Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be the failure of the speaker. Measurements taken during the investigation confirmed a failure of the speaker. No measurable fault was identified on the speaker cables or connections, which would indicate an internal fault on the speaker coil. The failure of the speaker did not prevent the device from delivering shock therapy, as demonstrated during the investigation, as the device continued to prompt therapy via the instructional icon leds. The fault could not be replicated with a known good speaker. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.